Event description:
It was reported that the tracheostomy tube cuff did not inflate uniformly and subsequently deflated during therapy, resulting in ventilator alarms due to a cuff leak. The cuff was reinflated, but the issue recurred the same day, requiring replacement of the tracheostomy tube. There was patient involvement with no harm, the cuff malfunction could compromise ventilation and potentially affect the patient if it were to recur.

Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.